Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts, and a dim and discolored display screen. This report is made based on results of investigation completed on 02/10/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were normally responsive. The keypad cover was removed and contamination was found under the contrast and up arrow keypad button contacts. The display screen was dim and discolored. Unrelated to these issues, the keypad cover was peeling. (B)(6).